Event description:
Caller reported a cartridge alarm during the loading process with no adverse impact to the customer's blood glucose level. Cts assisted in loading a new cartridge, but the cartridge alarm recurred, preventing the customer from resuming insulin therapy. As a resolution, cts arranged for a replacement pump, and the caller was instructed on returning the problematic pump and transferring their settings and cgm connection to the replacement pump. The customer was advised to use a backup insulin pump to ensure uninterrupted insulin delivery during this process.